Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system was explanted due to infection and erosion. The patient reported implant site pain and physicians noted dehiscence and discharge at the implant site prior to extraction. A temporary lead was placed to provide pacing. No additional adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system was explanted due to infection and erosion. The patient reported implant site pain and physicians noted dehiscence and discharge at the implant site prior to extraction. A temporary lead was placed to provide pacing. No additional adverse patient effects were reported. This device was subsequently returned for analysis.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.